Event description:
It was reported that the fluid warming device had a pump that no longer builds up pressure. Even bleeding the system has not remedied this issue. Additional information received via customer response email dated (B)(6) 2022: pump defective, issue was discovered during pre-test. No patient injury or adverse affects were reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device in in good condition. Functional testing found it had start working, but only for a couples of seconds. After that the pump was still running and the axel was rotating but the water had stopped pumping. Replacing the pump resolved the issue and the device passed all functional testing. The root cause of the reported issue was found to be a malfunctioning pump.